Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare provider reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare provider reported left side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation is observed. ¿ wear abrasion is observed. No further actions are required as the device was implanted.